Manufacturer narrative:
The surgeon had one more case scheduled for the day, and it was recommended by the clinical application specialist to not use the laser system until the field service engineer arrived. However, the surgeon decided to proceed with the last case. The clinical application specialist reviewed the laser images, and per the clinical application specialist, the control points were properly placed on all incisions. The clinical application specialist also confirmed the depth and parameters for the case. The clinical application specialist provided surgery support on three different days and no abnormalities were observed. All arcuate incisions were created and opened without any complications. A company representative visited the site to evaluate the system due to the reported event. No system issue was found that could contribute or cause to the reported event. As proactive measures, the company representative checked the alignment of the delivery and optical coherence tomography systems. Both were found to be within specifications. There are multiple non-system related contributing factors that could contribute or be the cause of the reported events. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient with a full thickness arcuate that perforated when the surgeon tried to open it. A suture was used to seal the wound. Additional information requested.